Manufacturer narrative:
Product analysis: analysis could not confirm the reported issue; the programmer was left on overnight and showed no anomalies. The hard drive health was found to be less than one-hundred percent; the hard drive was replaced and re-imaged as a preventive measure, and the software was reloaded and updated. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested. The device passed all final testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was shutting down and displaying an error message. The programmer has been returned for service. There was no patient involvement.